Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. During investigation, the up-arrow and down-arrow key contacts were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the ok button was sticking. And the down arrow is not responding with every button press. The pump is not exposed to moisture.